Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp.006238 - the dentist reported that, almost 3 years after the dental implant was installed in intraoral region #3, its non-osseointegration was observed. Ten ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented bone type IV and bone graft was executed.